Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the sutures were cut while being tensioned. This implant was abandoned in the bone and a new bone hole was drilled to complete the procedure using a backup implant. There were no significant delays or pt complications reported as a result of this event.